Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 23 events were reported for this quarter. Product return status: 23 devices were evaluated in the field. Additional information: 23 devices were not labeled for single-use. 23 devices were not reprocessed or reused.

Event description:
This report summarizes 23 events for the failure: flaked. 23 events had problem identified during non-clinical procedure; there was no patient involvement.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30 2025. This report summarizes 25 events for the failure: flaked. - 25 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99004 supplemental rationale. Corrected data: b5, h6, h11. 25 previously reported events were included in this follow-up record. Product return status. 24 devices were evaluated in the field. 1 device was received. Evaluation findings (results/components). 25 devices: material and/or chemical problem identified / coating material. Product disposition. 23 devices: scrapped by stryker.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99004. Supplemental rationale, corrected data: b5, h6, h11. 25 previously reported events were included in this follow-up record. Product return status. 24 devices were evaluated in the field. 1 device investigation type has not yet been determined. Evaluation findings (results/components). 24 devices: material and/or chemical problem identified / coating material. 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition. 1 device: scrapped by stryker. 24 devices: product disposition is not yet determined.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 25 events for the failure: flaked. - 24 events had problem identified during non-clinical procedure; there was no patient involvement. - 1 event had insufficient information.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h1, h6, h11. 23 events were originally reported for this failure mode during the reporting quarter; however, - 2 events were inadvertently excluded. - 25 reported events are included in this follow-up record. Product return status: 1 device was received. 1 device investigation type has not yet been determined. 23 devices were evaluated in the field. Additional information: 25 devices were not labeled for single-use. 25 devices were not reprocessed or reused.

Event description:
This report summarizes 25 events for the failure: flaked. - 24 events had problem identified during non-clinical procedure; there was no patient involvement. - 1 event had insufficient information.